Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap colectomy, the clips were scissoring when applied. No pt consequences were reported. Device will not be returned.